Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad response was confirmed and reproduced through eval. This condition was determined to have been caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's eval, a spectrum pump had a delayed keypad response. There was no pt involvement.